Event description:
It was initially reported to target that while attempting to remove a stent, the retriever loop could not be shaped. Upon evaluation of the device, it was found that the core wire was broken and perforated the catheter, therefore this complaint became a MDR. From a follow-through with a hospital rep on 03/30/1999, target was informed that there were no complications to the pt as a result of this event.